Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead had high pacing impedance. The patient was asymptomatic. No intervention was performed and there were no consequences to the patient.